Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt suddenly had no effect from the neurostimulator. The pt could not feel the stimulation when the amplitude was turned up. During the lead revision surgery, it was noticed that the lead was filled with "secretion" along the length of the lead. The lead was removed and replaced last week. No further details, pt symptoms or outcome were provided at the time of the report. A follow-up report will be filed if additional info becomes available.